Manufacturer narrative:
Without device serial numbers, it could not be determined if any of these cases were previously reported to medtronic. It was reported that there were no surgical replacements, so no analysis results would exist. Additional information, including device serial numbers, has been requested from the article's author contact. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a journal article that a five-year retrospective study to evaluate the mid-term results of this device in a study population of 18 patients showed there were five cases of moderate stenosis, two of which also exhibited increased pressure gradients. The conduits were placed in the right ventricular outflow tract (rvot). During follow-up between six-60 months post-implant, four devices had supra-valvular moderate stenosis and one had sub-valvular moderate stenosis. It was reported there was no surgical re-intervention or percutaneous intervention for these patients. The two cases with increased gradients also exhibited severe regurgitation and right ventricular dysfunction. Magnetic resonance ima ging (MRI) conducted on the two cases revealed proximal and distal bilateral branch stenosis with dilated right-sided cardiac chambers, and severe valve regurgitation with severe right ventricle dysfunction. Both patients¿ issues were resolved with percutaneous re -intervention. No subsequent adverse patient effects were reported. The average age of the patients was nine years old, with a range from 2.5-16 years. The devices ranged in size from 16-22 millimeter (mm) in diameter.

Manufacturer narrative:
Investigation conclusion: medtronic received information via a journal article that the contegra study reported three early deaths five events of stenosis. It was concluded in the article that contegra conduit was associated with low re-intervention rates with satisfactory haemodynamic results. However, long-term durability must be determined for this conduit, especially in patients with pulmonary atresia-ventricular septal defect with hypoplastic peripheral pulmonary arteries. A device history record review could not be performed as the serial number was not provided. No devices were returned for analysis. Without the return of the valve for analysis, a root cause cannot be determined. Stenosis and death are known adverse effects.